Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2104569: 40 items manufactured and released on 20-aug-2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 32 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a loose tibia and the cause is unknown. At about 1 year and 2 months post primary the surgeon revised the tibia and insert and the surgery was completed successfully.